Event description:
On (B)(6) 2013 patient reported the display of the infusion device is blank. Patient stated she changed the battery due to an alert on last night. Patient stated she then began the change the cartridge function. Patient reported while the piston rod was rewinding the display went blank. Battery is inserted properly. Patient stated she could not remove the battery cover because it appeared to be stuck. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery, and battery cover for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint can be verified. Result a2 and e2 were found in the history list. The acid of the double layer capacitor (goldcap) has leaked out and this defect causes a high power consumption of the insulin pump and the battery runtime is shortened. Furthermore if the pump performs a rewind or priming the power consumption increased as high that the display shut off. The pump correctly triggered the a2 alert when the battery went empty. Due to the empty battery the pump correctly triggered the e2 error message. Battery cover: the battery cover passed the optical inspection.